Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been admitted to the hospital for unrelated device heart failure. The physician stated they thought they noticed the implantable pulse generator (ipg) exhibited intermittent loss of pacing with no clinical consequences. The patient has an underlying ventricular escape rhythm and no intervention was deemed necessary. The device remains in use. No patient complications have been reported as a result of this event.